Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 404 mg/dl and diabetic ketoacidosis; causing customer to fall and sustain an unspecified injury. The cause of elevated bg was unknown. Reportedly, customer was using novolog for more than 72 hours. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. System check by tandem technical support confirmed the pump and related supplies were functioning as intended.